Manufacturer narrative:
The event occurred in (B)(6). Based on the lot number provided by the customer, the date of manufacture is unknown.

Event description:
Caller states that safe-t-pro lancet was uncapped out of box. Box was sealed and undamaged at time of purchase. No accidental needle stick occurred. The manufacturer requested return of suspect product for evaluation.